Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the tips of the hemopro tissue welder glowed orange, excessively smoked and beeped without having activated the hand piece. The harvester disconnected the device from the electrical source and removed it from the field. The extension cord was discarded. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)